Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 80% stenosed lesion being treated was located in the left anterior descending (lad) artery. The lesion was pre-dilated with an unknown 25mm balloon. The physician implanted two taxus libertes overlapping in the lad and used the balloon of the taxus liberte' 3.50x28mm to post dilate the overlapping location at 14atm for 17 seconds. When the physician started to withdraw the balloon from the lesion he felt resistance, and it was difficult to remove. The physician then dilated the balloon again at a higher pressure and still faced some resistance. Finally, they were able to remove the balloon with the guide catheter. There were no patient complications.

Manufacturer narrative:
Following a detailed device analysis no issues were noted with the returned unit which could contribute to the complaint incident. Visual examination of the returned unit found no stent on the balloon. The lasermike measured the proximal weld outer diameter of the device at approximately 0.34 inches. This is within specification. The unit was connected to an encore inflation device, and no issues were noted during the inflation and deflation of the device. No kinks or damage were noticed along the shaft of the device. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is unknown.